Event description:
It was reported that the surgeon inserted an icm115v4 12.5mm implantable collamer lens and noted one of the footplates wasn't seen when the proximal part of the lens came out during insertion. No pt injury. Surgeon believes that the lens was received defective.

Manufacturer narrative:
(B)(4).